Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a pulmonary vein isolation pulse field ablation procedure for atrial fibrillation, a versacross access solution was selected for use. The patient had severe scoliosis and a rotated heart. Groin access and transseptal were extremely difficult to perform as the anatomy was very unique. Additional physician oversight was requested to aid in transseptal. Once the interatrial septum was identified, the transeptal puncture was made mid-anterior. Due to thickened interatrial septal tissue resistance was encountered and the versacross sheath/dilator was unable to be advanced into the left atrium. The versacross sheath and dilator were exchanged for a medium non-boston scientific (bsc) dilator and sheath. The medium non-bsc dilator and sheath were unable to cross the interatrial septum and were exchanged for a large non-bsc dilator and sheath. The large non-bsc dilator and sheath successfully crossed the interatrial septum and pre-mapping of the cardiac tissue was completed using a non-bsc mapping catheter. A 31mm farawave 2.0 non-nav catheter was loaded onto a bsc starter wire and exchanged for the non-bsc pre-mapping catheter. Pulmonary vein isolation via pulse field ablation was completed with fifty-eight (58) ablation applications and no observed complications. The farawave catheter was exchanged for a non-bsc mapping catheter and post mapping of the heart tissue confirmed pulmonary vein isolation had been successful. After verifying pulmonary vein isolation, physician conducted flutter induction from which a flutter was temporarily induced. With the flutter then being non-reinducible, intracardiac echocardiography identified sufficient heart wall motion and absence of pericardial effusion and the procedure concluded. Approximately ten (10) minutes post procedure the patient became hypotensive, no heart wall motion was detected, and an additional pericardial effusion check was performed. Approximately 1500ccs of blood was drained through pericardiocentesis and bleeding persisted despite the administration of reversing agents. The blood pressure of the patient stabilized. Open heart surgery was performed and the source of the bleeding was unable to be identified. The patient was hospitalized beyond the standard of care and remains hospitalized and expected to fully recover. The device is not expected to be returned for analysis (disposed). There was difficulty finding the interatrial septum and the atrium in general as the patient's heart was very rotated and had unique anatomy. The interatrial septum was identified using ice, fluoro, and carto/octaray's geometry. It did not require multiple attempts to position once the interatrial septum was identified. Only minor movements had to be made to get as ideal of a stick as possible. This entailed going more giving the versacross dialtor a more posterior angle so that it was possible to see tenting on the interatrial septum/fossa which has the appendage and la in-view via ice. However, it did require multiple attempts to get across the septum once rf was applied. The wire was able to go through to the left atrium immediately after rf application, however, due to the very thick and sickened septum, the versacross fixed dilator and sheath could not go across. Therefore, multiple sheaths including, a medium non-bsc sheath, the faradrive dilator, and non-bsc larger sheath/dilator were attempted to go across the septum. The only way possible to cross was with a large non-bsc sheath over the wire. After the dilator dilated the transseptal site, the non-bsc sheath was then added and proceeded to premap with octaray and conducted a successful pvi with farawave with no complications. (The complication only occurred after closing.) The physician remains unsure of what exactly caused the complication as the source of bleeding was never identified. Heparin was administered throughout the procedure and was kept within normal therapeutic ranges.